Event description:
It was reported that the pump was replaced 3 years ago in (B)(6) 2009, the patient started having sensations that were described as ¿the itchy twitches¿. By (B)(6) 2009, the patient ¿became very ill¿ and was thought to have guillain barre syndrome (gbs) although ¿none of the testing supported it¿. The patient ¿became very weak¿ and had vision disturbances, low blood pressure (bp), and a burning sensation over his body. It was reported that 8 weeks later the patient had ¿a very similar spell¿, and as time went on, the patient began to have ¿these twitching spells¿ that would last for hours and hours. The patient was then diagnosed with spinal myoclonus. After no improvement and more frequent 'spells', the patient saw a different physician who believed that most likely all this time the patient had been having periods of baclofen withdraws due to a ¿faulty catheter¿. The patient is now on oral baclofen, and it has been nearly a month since the last ¿spell¿. The reporter was questioning why it would it take that long to determine that baclofen withdraw was the most likely problem.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).